Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the steps taken to resolve the device shutting on/off randomly and the battery dying all the time the patient had spoken to a manufacturer representative who had suggested that the patient keep a log of when this was happening and the circumstances around the time of the occurrences as well as the readings on the patient controller. The issue of the device shutting on/off randomly and dying all the time has not been resolved. The patient has an idea of why it often changes from no or low feeling to on or resuming, but the patient cannot account for all instances. The patient also has an idea as to why the battery drains at times/often. The patient noted that this issue has been going on for well over a year, starting not long after the patient had the implant. The manufacturer representatives just kept on trying to change the patient¿s programming, so the patient just finally gave up. The patient¿s weight has fluctuated from about (B)(6) to about (B)(6) over that period of time. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2018. It was reported that the incision sites are incredibly painful, she is in extreme discomfort, and the patient was not given any medication to take her from a 9/10 pain level to something more manageable. The patient is on less medication than what she typically takes, but she can't control ¿this thing¿ more. The patient doesn't expect the device to take away the incision pain. The patient was completely without control of her device which was programmed with 3 stimulation options: a1, b1, and c1. She noted that she was shocked that she could not access anything and fix the issues as needed. It turns up crazy high during some movements but is not noticeable/useful the rest of the time, and the patient has to keep futzing with the patient controller. The patient noted that the patient controller doesn't control anything besides on/off/up/down. The patient reported that it was not explained to her that she has no programming capabilities. She wanted all of the programming responsibility because she¿s the only one who knows what she needs for her health on a daily basis in whatever situation she¿s in, whenever she encounters it. The patient wants to change it so that she is not shocked into sudden, random, erratic movements. The patient can't take it and then finds herself ¿plastered to the ceiling¿ because the intensity was too much. The patient mentioned that she is going back to her tens unit until she can see a manufacturer representative because the pain and incision discomfort far outweigh the relief, because the relief is so inconsistent, and it is not user friendly. The patient noted that she is more uncomfortable than she was pre-surgery. The patient was met with the inability to control/program her device, and she has to drive an hour to get to a pain clinic for adjustments. The patient was looking for some guidance on how to control/program as needed and noted that ¿the intelligence of the system is not good if you can't access it.¿ the patient noted that there was severe limitation with the device. The patient suggested that the manufacturer representatives give the patient¿s a form to help patients express what is needed so that they don't need to meet so often. The patient noted the inability to access anything and fix issues as a definite shortcoming and suggested a beta-field-test to help. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that the implantable neurostimulator (ins) is turning on and off by itself. They also stated that the battery dies all of the time, doesn¿t work, and has issues. The patient mentioned that the therapy worked great in the beginning, but the issues started a couple months after implant and got worse. They added that they are not sure if the ins is actually turning on and off, but they know that they will stop feeling therapy, and if they move around, they might start feeling therapy again. The patient stated that they previously worked with manufacturing representatives for reprogramming, but the issue remained unresolved. They added that the stimulation turning on/off is not related to positional movement and is more random. The patient thinks that the programmer displays stimulation is on when the issue occurs, but they were unable to confirm. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.